Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced parts and performed alignments. The fse ran carryover and correlation studies which were acceptable. The tp result are being monitored by the customer and the fse. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high total protein (tp) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab and questioned by the physician. The original specimens were re-tested on a different instrument and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.